Event description:
It was reported that a steady pump exhibited a delivery accuracy fault. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned for the investigation, however the pumps operators manual states that the pump will alarm and display an reservoir volume low message if the res vol function is in use and the pump has counted down to a low amount remaining in the cassette. This is a normal function of the pump. This does not necessarily mean the pump is not functioning properly. In addition the pumps operators manual in section references indicates the pump may alarm or appear that the devices keypad does not work or the device is not functioning properly for various reasons, many of these are alarms to alert the user of a certain condition or event such as an occlusion or detached disposable and again do not necessarily mean there is a problem with the functioning of the device. The user should consult the manual when this happens. At this time there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing device history record and service history review could not be performed in that no specific product was identified., corrected data: correction: d4: model number: 7400. Correction:h1:type of reportable event: updated from malfunction to serious injury.